Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Investigation: ( description incoming product condition). The valve was returned in a plastic container with unknown liquid. Summary: in the visual inspection of the valve, we could has scratches determine but not deformations or other abnormalities. In the further course of the investigation, we tested the permeability of the dsv valve. The test results that the valve was penetrable. In order to check the assumed uver-drainage, we carried out a computer controlled test. Horizontal position: at the first test an opening pressure at the reference flow level of 5 ml/h is measured 20,22 cmh2o. Based on the first result we can confirm an under-drainage. We execute a second test. The second test showed not clear improvement of the valve, the measured values are still outside the accepted tolerance. The second test showed a opening pressure at the reference flow level of 5 ml/h of - 20,17 cmh2o as well. We suspect the deposits inside the valve could have impaired the function. Vertical position: at second the dsv was tested in the upright position. Based on the opening pressure of 40 cmh2o in upright position an opening pressure of 0 cmh2o is expected. (The pressure resulting from the difference of altitude is being compensated by the valve.) The accepted tolerance range for the opening pressure of 30 cmh2o in upright position is 0 ± 4 cmh2o. The measured opening pressure of 6,07 cmh2o was over the accepted tolerance range. Therefore, we have the performed a second test. The second test showed even slight a deterioration at a value with 7,33 cmh2o ( 0 ± 4cmh2o). We can confirm the suspicion of one under-drainage according to our measurements. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage we decided to dismantle the valves. Inside the valve we found visible deposits that may have caused the assumed under-drainage. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.

Event description:
According to the complainant a valve was not draining postoperatively. The device was originally implanted on (B)(6) 2016. It was explanted due to kinking of catheter and non-drainage on (B)(6) 2017; both the catheter and the dual switch valve were replaced. Further details were not provided.